Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Reporter stated the lancet from a safe-t-pro device did not retract after use. A nurse picked up the device and had an accidental needle- stick on her palm. The nurse received standard treatment for exposure, which included an evaluation, blood draw, and follow-up visits. The nurse did not contract a disease as a result of the needle-stick. No product is available to return for evaluation.